Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that no power supply voltage was being supplied. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus distributor reported to olympus that the high definition lcd monitor had a power supply voltage issue. The issue was found during preparation for use. The diagnostic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the power supply voltage issue could not be determined. Olympus will continue to monitor field performance for this device.